Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported an encode abutment screw is fractured. No injury to the patient as a result of this event. No further information was provided.

Manufacturer narrative:
Zimvie did not receive one (1) teeha337, (tsv bellatek encode emergence healing abutment 3.5mm(d) 3.8mm(p) 7mm(h)) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [teeha337] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : abutment the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction was not verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.